Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient acquired an infection, requiring antibiotic treatment and surgical explantation, seven weeks post implant. The patient status at time of this report was reported as alive and without injury or adverse event. Symptoms of the infection included fever, redness and swelling at the device pocket. The provider was planning to re-implant if patient condition permits. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3778-60 , serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013-, explanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).